Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection cracked rear case was noted. Upon functional testing on the uso (upstream occlusion) sensor, the reported event was confirmed. Replaced uso sensor. After replacement, there were no more intermittent alarms; the pump required a new rear case due to cracking. Pump passed functional and accuracy testing.

Event description:
It was reported that during routine preventive maintenance inspection, the pump had intermittent upstream occlusion alarm. There was no patient involvement, and no patient harm / adverse event reported.